Event description:
Surgery manager of the hospital, reported in his letter that the drilling hull could not be moved after being inserted into the target device. He mentioned that the drilling hull sticked because the clamping arrangement would be distorted. According his info this was stated several times predominantly during the preparation works prior op but also one time during a surgery performance, but the pt was not impaired. The surgery was completed successfully by using a replacing device.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.